Event description:
It was reported that a physician was using a pacific xtreme pta balloon catheter to treat a lesion located in the sfa of a patient with 80% stenosis and calcification present. It was reported that the balloon of the device would not deflate adequately and needed to be removed with the sheath as it would not come through the sheath. It was also reported that the balloon was kinked, however, it was not indicated whether the balloon was kinked prior to its use, or when it was removed from the patient. No patient injury or clinical sequelae were reported. Device evaluation: only the carton box, pouch and IFU returned to the manufacturing facility. The actual device was not returned for evaluation.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device or procedural images not provided for review). (Limited information received for the event). Evaluation conclusion: unable to confirm complaint (device or procedural images not provided for review). (B)(4).